Manufacturer narrative:
H.6. Investigation summary: two photos of material number 11171447 were submitted for quality investigation. Both photos provided by the customer do no indicate the failure reported. The customer complaint of component damage (no leak) could not be verified by investigation. One photo provided was one of the product packaging. There was no damage identified from the photo of the packaging. The second photo was of the infusion set inside the original packaging. No damaged components could be identified inside the packaging within the photo submitted. A device history record review for model 11171447 lot number 23065114 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite infusion set was defective. The following information was received by the initial reporter with the verbatim: I would like to report another (same) incident that occurred yesterday evening. The port needed to be deaccessed as a result to correct the issue of the tubing breaking/shattering. (B)(6) 2023. Was issue being described noted before, or during used? While being used. Was there any patient involvement? Yes, the port needed to be deaccessed as a result to correct the issue any adverse events or serious injury reported to patient or healthcare professional? Potential, but not present. Difficult to assess, as deaccessing early may put patient at greater risk for clabsi due to increased frequency of accessing. What was the patient outcome? Patient needed to be deaccessed, re-accessed with additional tubing earlier than anticipated. Was there any delay of, or change in, the course of treatment due to this event? Delay - patient needed to have their port re-accessed which delayed care what procedure was being performed? IV tubing being removed from the gripper plus. Intended to draw blood from mediport but could not deaccess from gripper plus. What medication was used in the procedure? At the time of issue noted, just normal saline, medications as prescribed IV were administered as ordered prior. Was there any leakage? No. Was there any separation of the device or it is just tubing defect/damage (tubing not separated)? No separation.

Event description:
It was reported that bd alaris pump module smartsite infusion set was defective. The following information was received by the initial reporter with the verbatim: I would like to report another (same) incident that occurred yesterday evening. The port needed to be deaccessed as a result to correct the issue of the tubing breaking/shattering. (B)(6) 2023 was issue being described noted before, or during used? While being used. Was there any patient involvement? Yes, the port needed to be deaccessed as a result to correct the issue. Any adverse events or serious injury reported to patient or healthcare professional? Potential, but not present. Difficult to assess, as deaccessing early may put patient at greater risk for clabsi due to increased frequency of accessing. What was the patient outcome? Patient needed to be deaccessed, re-accessed with additional tubing earlier han anticipated. Was there any delay of, or change in, the course of treatment due to this event? Delay - patient needed to have their port re-accessed which delayed care. What procedure was being performed? IV tubing being removed from the gripper plus. Intended to draw blood from mediport but could not deaccess from gripper plus. What medication was used in the procedure? At the time of issue noted, just normal saline, medications as prescribed IV were administered as ordered prior. Was there any leakage? No. Was there any separation of the device or it is just tubing defect/damage (tubing not separated)? No separation.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.